Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Examination of the returned articulating surface found a large crack on the right side of the device. Additionally, it was observed that one of the balseals broke off. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The device associated with this report was returned for analysis. Examination of the returned articulating surface found a large crack on the right side of the device. Additionally, it was observed that one of the balseals broke off. This type of damage to the spring is consistent with using a device in a prying motion to disassemble the mating instruments after trialing. Hhe (health hazard evaluation) (B)(4) was revisited in may of 2015 to evaluate balseal disassociation. Hhe/qrb (quality review board) (B)(4) was held on june 1, 2015 and recommends a device correction. A device correction was initiated on june 12, 2015 with the following actions: closely follow IFU (0902-00-836) and inspect trials pre and post-operative for damage/breakage per surgical technique 0612-10-512 (page 51), check for balseal damage, if damage is observed, replace damaged component. Per surgical technique 0612-10-512 (page 53), emphasizing the correct use of the tibial trial extractor (product code 254500138) mandatory sales training by depuy sales consultants.(CAPA (B)(4)). CAPA-(B)(4) determined the likely root cause to be related to misuse. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as "instrument is cracked and not in usable condition." Investigation on 01/14/2022 found the device associated with this report was returned for analysis. Examination of the returned articulating surface found a large crack on the right side of the device. Additionally, it was observed that one of the balseals broke off.